Manufacturer narrative:
(B)(4). Batch # n55f4c. The analysis found that one plee60a device was returned in good visual condition and with an ecr60t cartridge not loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon used a device and the first firing with a black reload worked well. The second firing with black the staples on the last 2/3rds were not complete and the staples were straight and unformed. The third and fourth firings were with gold loads and worked fine. He over sewed with suture and did a leak test. The stomach was the same thickness and didn't change during the second firing. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2016. Patient bmi (B)(6).